Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology. The reported tissue damage was likely a result of grasping attempts performed, and therefore due to procedural conditions. The mitraclip was used to treat the tricuspid valve. It should be noted that the mitraclip instructions for use (IFU) states, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported patient effect of mitral tissue damage, as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. Although the user consciously utilized the mitraclip system on the tricuspid valve, which is an off-label use of the device, it was determined that this did not likely contribute to the difficulty grasping the leaflets. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the tissue damage noted after grasping. It was reported that the procedure was performed to treat tricuspid valve regurgitation (tr) with barlows disease. One clip was successfully placed on the anterior/septal leaflets. The second clip delivery system (cds) was advanced; however, grasping was difficult due to the barlows disease. There was also difficulty visualizing the clip due to shadowing of the shaft of the cds and steerable guide catheter. A transthoracic echocardiogram was used as an additional imaging modality but the leaflets were unable to be adequately grasped. A flail segment was noted after multiple attempts to grasp the tricuspid valve. The clip was not deployed and the cds was removed from the anatomy. No additional information was provided.